Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, telemetry was intermittent and the pulse generator could not be fully interrogated. The device was no longer used and a new device was implanted. The patient was stable post procedure and would be monitored routinely.